Event description:
Reporter indicated a vns patient presented with changes in scar tissue healing on the neck on (B)(6) 2013 following initial vns implant surgery on (B)(6) 2013. The patient was also very restless, but when the vns was disabled the patient calmed down. It was thought there may be a lead dislocation or ¿akzidenteller stimulation of vessels¿, but device diagnostics indicated normal function with 2066 ohms. X-rays may be performed. The reporter is concerned that surgery may be needed to rectify the situation. Attempts for additional information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
Reporter indicated the vns settings were not changed, and there was no issue with stimulation. The vns was turned back on and programmed to 1 ma. No interventions are planned, and the patient is ¿doing ok¿. X-rays were received to the manufacturer for review. No generator views were provided. There were no acute angles or frank lead breaks observed in the available views.